Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The wife reported via phone call that the customer experienced low blood glucose. The wife reported the customer's blood glucose was below 20 mg/dl. The wife also reported the buttons would be unresponsive on the insulin pump. The customer's current blood glucose was 172 mg/dl. Troubleshooting could not be completed at the time of the call. The insulin pump will not be returned for analysis.